Event description:
In 2004, the pt reportedly was seen for programming. During a fitting session with a sound processor, the pt had no sound percept. Testing performed confirmed that the pt's c1 device was no longer functioning.